Event description:
Surgeon reported a cerebrospinal fluid (csf) leak after a left temporal lobectomy procedure performed in 2005, in which duraseal was used. Seventeen days later, pt presented with csf leak from wound and stiff neck, headache and fever of 102 degrees. A culture of the csf and lumbar fluid were both negative for growth. Antibiotics were administered and the scalp was over sewn. MRI did not suggest empyema; however, symptoms continued. Two days later, pt was re-operated to remove the bone flap and duraseal. A culture of the csf and bone flap removed during subsequent surgery was again negative for growth. A lumbar drain was also implemented. The surgery performed on the same day, repaired the csf leak. However, five days later, the fever persisted and steroids were administered. Within 24 hrs, the fever came down, and pt recovered without further incident.

Manufacturer narrative:
A csf leak was reported following a cranial procedure in which duraseal was used. A re-operation was performed to repair the csf leak. A culture of the csf and lumbar fluid were both negative for growth. Oral steroids were administered to treat the fever. Following steroid treatment and re-operation, pt recovered without further incident. As described in the duraseal instructions for use (IFU): "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles."